Event description:
There was a melted area on the expiratory limb of the circuit causing the ventilator to alarm. There was no reported pt injury.

Event description:
There was a melted area on the expiratory limb of the circuit causing the ventilator to alarm for low pressure. There was no patient injury reported.